Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise reversions. The rv lead was capped and replaced on 03 may 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: section b2: required intervention to prevent permanent impairment/damage (devices), checked yes.